Event description:
It was reported to medtronic minimed that the customer experienced cracked pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Damage to pump was caused by the customer and/or by normal wear and tear. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1885 was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed rewind test, prime/seating test, basic occlusion test and force sensor test. However, unable to perform displacement test, dat test and occlusion test due to broken reservoir tube. Unit verify bolus delivery and recorded at pump history. No alarm anomaly during testing. (B)(6) 2025 00:06:23.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5) & bolusamountdelivered: 250 (0.025 u). Units were cut/open, and no moisture damage or component damage found inside the pump. I tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with detached retainer, broken reservoir tube lip, missing o-ring (reservoir tube), pillowing keypad overlay, cracked keypad overlay and dog chew marks. Damage- damage reservoir tube confirmed, damage-reservoir unable to lock into place confirmed and damage- damage reservoir tube confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.